Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
No further intervention was undertaken. This report will be reopened if additional information is received.

Event description:
Boston scientific received information that this patient experienced a syncopal event. It is unclear if this has anything to do with the device as it was interrogated and everything is working appropriately. To date, there have been no additional adverse patient effects reported.